Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a stingray guidewire in two pieces. The shaft and tip were microscopically and visually examined. The core wire is separated 299.3cm from the proximal end of the wire. The spring wire is separated 298.5cm from the proximal end of the wire. The distal coil tip was unraveled and fractured; however, due to the condition of the coil a measurement was unable to be taken. The wire is discolored at the solder joint. Inspection of the remainder of the device presented no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a guidewire tip detachment occurred. The target lesion was a chronic totally occluded target lesion located in the left anterior descending artery. A stingray guidewire was selected for use. During procedure, a stingray guidewire was attempted to re-enter the sub intimal tissue when it was noted to be caught. The distal tip of the wire frayed off and disconnected. The wire was re-captured in a stingray balloon catheter and was removed as a single unit. Procedure was then completed with another of the same device. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a guidewire tip detachment occurred. The target lesion was a chronic totally occluded target lesion located in the left anterior descending artery. A stingray guidewire was selected for use. During procedure, a stingray guidewire was attempted to re-enter the sub intimal tissue when it was noted to be caught. The distal tip of the wire frayed off and disconnected. The wire was re-captured in a stingray balloon catheter and was removed as a single unit. Procedure was then completed with another of the same device. No further patient complications were reported and the patient's status was fine.